Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed/broken. The top case corners were chipped. Review of the error history log found travel coarse error - check clutch/plunger level. Occlusion test was performed. The reported problem could not be duplicated. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be normal wear of lead screw and clutch halves causing intermittent cc, parts are 5 years old. Actions/repairs were done to correct the reported issue. Lead screw, both clutch halves and clutch spring were replaced. Occlusion test, preventative maintenance and all functional test were performed and passed.

Event description:
It was reported that clutch slipping occurred. There was no patient involvement and no reported patient injury.